Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2012; imd49jb53 lead, implanted: (B)(6)1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a stroke due to implant of the left ventricular (lv) lead. Consistently high threshold has been measured since implant. The lead exhibited intermittent capture at high outputs. The lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.